Event description:
A patient called for medical information and subsequently reported the following event. Patient indicated that he received 4 cypher stents in 2004. He did not know which lesions were treated. He did not have his stent cards so he could not provide any catalog or lot numbers. Patient was compliant with his post procedure anti-platelet regimen of plavix and aspirin. Patient indicated that he had chest pain in 2009 and subsequently received two additional cypher stents. His physician indicated that he had a blockage in one of the previously implanted cypher stents. Patient remains on plavix and aspirin.

Manufacturer narrative:
This report is for an unknown cypher stent. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.